Event description:
It was reported that pump displayed malfunction code, without any notable events beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction code appeared again.